Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins). It was reported that electrodes 13 and 15 were out of range. It was unknown if any external factors contributed to the issue. An impedance test was ran. The patient was not currently using the electrodes, so the issue was considered resolved. No symptoms or further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that impedances showed ¿do not use¿ and 40,000 ohms for electrodes 2, 13, and 15. The battery connection showed red ¿x¿ for connections 2, 12, 13, 14, and 15. It was reported that the patient had a fall about a month ago that may have contributed to the issue. The rep used the available electrodes for programming. It was indicated that the impedance issue was not resolved at the time of the report. No surgical intervention was planned or scheduled. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.